Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the intermittent read/write issues and drawer failures. A field service engineer (fse) identified faulty cubie pockets and reseating the rowboard cables. Fse completed the required repairs and verified system functionality, with hta tests passing successfully, and an escort-assisted inventory of multiple pockets confirming that the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, read and write errors and cubie memory errors occurred, resulting in cubie and drawer failures. Main drawer 3.1 experienced repeated read, write, and cubie memory errors, affecting cubies in both the a and b rows. Additional failures were also reported on main drawer 3.2, impacting cubies in the b row. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.